Manufacturer narrative:
The reported event was not confirmed. The device was received from the field with battery voltage at end of service (eos) level. Electrical test performed at nominal conditions indicated normal functionality. Verification of output parameters under field settings found all pacing parameter within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented at the clinic on (B)(6) 2023 after experiencing frequent syncope. It was noted that the patient's pacemaker had reached the elective replacement (eri) in feb 2023 and was thought to be at end of life (eol) having been implanted for 10 years but there was a concern that the patient had not received any alert or notification of the low battery. The only indication had been the frequent syncope that led them to present at the clinic. The pacemaker was explanted and replaced. The patient presented at a follow up in clinic following the procedure and was in stable condition.